Event description:
It was reported that the field noticed that during a threshold test, this pacemaker would not pace even with a capture at a high output. Data will be sent to boston scientific technical services for review. The pacemaker remains in service and no adverse patient effects were reported.